Manufacturer narrative:
The patient's weight is unknown. This information was not available from the facility. The patient required revascularization of the target lesion. The patient was discharged 2 days later. This is being reported as a follow-up to the clinical study. Patient information regarding relevant tests or laboratory data or is unknown. This information was not available from the facility. Availability to enter this information is still work in progress at spnc, thus the drug information is noted below: stellarex 0.035 otw drug-coated angioplasty balloon, paclitaxel drug, 3.9 mg, therapy date: 11/13/2014. Adjunct to pta in the treatment of denovo or post pta occluded/ stenotic or restenotic lesions (excluding in-stent) in fem-pop arteries. Lot #: 14e3051201. Expiration date: 12/02/2014. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Foreign- (B)(6) / study name- (B)(6), patient ID# (B)(6). Combination product is applicable. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
On (B)(6) 2014, the patient underwent an index procedure to treat a 100 mm, 80% stenotic denovo lesion of the right mid-sfa. The reference vessel diameter was reported as 5 mm. The lesion was pre-dilated with a 4 x 100 mm balloon and inflated to 6 atm, resulting in a residual 40% stenosis. Then, a 5 x 120 mm stellarex balloon was inflated to 8 atm for approx. 2 minutes, resulting in a residual 10% stenosis. There were no complications and the patient was discharged on (B)(6) 2014. On (B)(6) 2017, the patient was hospitalized with an event of ''revascularization of target lesion'' in the study limb. The severity of the event was reported as mild and re-intervention was completed with a pta of stenotic target lesion with dcb (elutax deb). Outcome of the event was reported as resolved on (B)(6) 2017 with no further problems noted. The site assessed the event as highly probably related to the procedure and possibly related to the study device.